Event description:
Allegedly, the surgeon performed a sub-talor arthrodesis on right foot. Screw did not maintain compression and the fusion failed. Revised due to non-union.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete.